Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jun-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3.2 was hard to close. The field service engineer (fse) identified damaged slide rails on the right side of main drawer 3.2. The fse attempted to repair the drawer by replacing the bumpers; however, the drawer did not operate smoothly. The unit was tested and functioned, but it was determined that the slide rail required replacement. The fse replaced both slide rails, restoring proper operation. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 3.2 was hard to close. After closing the drawer, a failed hardware error was displayed. A clear obstruction message was also shown, although no obstruction was present. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.